Manufacturer narrative:
Mdrs 2517506-2018-00285, 2517506-2018-00286, 2517506-2018-00287, 2517506-2018-00288, 2517506-2018-00289, 2517506-2018-00290, 2517506-2018-00292, 2517506-2018-00293, 2517506-2018-00294, and 2517506-2018-00295 were filed for the same event. The customer contacted the siemens customer care center (ccc) for the discordant, elevated ctni result obtained on the dimension vista instrument. Siemens is investigating the event.

Event description:
A discordant, elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 instrument. The result was reported to the physician who questioned the result. There are no reports of patient intervention or adverse health consequences due to the discordant, elevated ctni result.

Manufacturer narrative:
Original MDR 2517506-2018-00291 was filed 24-apr-2018. Mdrs 2517506-2018-00285, 2517506-2018-00286, 2517506-2018-00287, 2517506-2018-00288, 2517506-2018-00289, 2517506-2018-00290, 2517506-2018-00292, 2517506-2018-00293, 2517506-2018-00294, and 2517506-2018-00295 were filed for the same event. Additional information (11-jun-2018): siemens headquarters support center (hsc) has completed their evaluation of the event. The customer reported three patients were exhibiting grossly elevated troponin values outside of the physician clinical expectations. Hsc reviewed the instrument data and no product non-conformance with the instrument or reagent was identified. The customer did not perform testing using an alternate technology to verify the troponin results were due to an interference with the dimension vista troponin (ctni) assay. The customer performed heterophilic interference evaluation of the samples using a heterophile blocking hbt product. The results of the testing were not consistent with heterophilic interference. Hsc requested the patient samples be sent to siemens for evaluation. The patient samples were received by siemens for testing. Siemens testing of the patient samples did not identify the presence of an interferent. Siemens also requested a list of medications the patients were taking.the medication information for these patients was provided and evaluated. Siemens evaluation of the medication list indicated none of the medications are structurally similar to troponin and are not known to interfere with the troponin assay. No product non-conformance was identified. The event is not consistent with interference by non-specific binding or a pharmaceutical agent. The cause is unknown. No nonconformance with the instrument or reagent was identified. No further evaluation of the device is required.